Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction (broken optics) could not be confirmed. During inspection, the service department was unable to find a broken component. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of blurry vision was confirmed. However, no mechanical damage or broken component has been noticed. The device evaluation found blurry image caused by foreign particles found in the optical system. Technical evaluation and further inspection have only observed the image problem caused by dust particles adhering to the optical system. The most common source is very likely some wear debris whose exact nature could not be determined. It is assumed that the defect was caused by wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of reported broken optics and blurred vision. There were no reports of patient harm.